Event description:
It was reported that, during implant of this implantable cardioverter defibrillator (ICD), upon taking the torque wrench out of the header, the socket portion of the set screw separated from the screw and was attached to the torque wrench. This tore the seal plug, and a portion of the seal plug was missing. The physician re-inserted the socket portion of the set screw into the header through the torn seal plug. During subsequent tug test, the right atrial (ra) lead became stuck in the device header. Technical services (ts) provided troubleshooting which was not successful. The physician elected to utilize a lead repair kit to affix the ra lead to the header, which constitutes off-label use. This ICD was reprogrammed and procedure was completed successfully. No adverse patient effects were reported outside of the prolonged procedure. It was noted that system will be replaced at a later date. This product remains in service.

Event description:
It was reported that, during implant of this implantable cardioverter defibrillator (ICD), upon taking the torque wrench out of the header, the socket portion of the set screw separated from the screw and was attached to the torque wrench. This tore the seal plug, and a portion of the seal plug was missing. The physician re-inserted the socket portion of the set screw into the header through the torn seal plug. During subsequent tug test, the right atrial (ra) lead became stuck in the device header. Technical services (ts) provided troubleshooting which was not successful. The physician elected to utilize a lead repair kit to affix the ra lead to the header, which constitutes off-label use. This ICD was reprogrammed and procedure was completed successfully. No adverse patient effects were reported outside of the prolonged procedure. It was noted that system will be replaced at a later date. This product remains in service. According to additional information, this ICD was explanted and replaced with a new ICD. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted the right atrial (ra) lead setscrew hex slot had slight rounding and protrusion from seal plug. This setscrew was easily removed and inspection revealed no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The presence of dried bodily fluids prevented insertion of the lead for further electrical testing with this lead. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that, during implant of this implantable cardioverter defibrillator (ICD), upon taking the torque wrench out of the header, the socket portion of the set screw separated from the screw and was attached to the torque wrench. This tore the seal plug, and a portion of the seal plug was missing. The physician re-inserted the socket portion of the set screw into the header through the torn seal plug. During subsequent tug test, the right atrial (ra) lead became stuck in the device header. Technical services (ts) provided troubleshooting which was not successful. The physician elected to utilize a lead repair kit to affix the ra lead to the header, which constitutes off-label use. This ICD was reprogrammed and procedure was completed successfully. No adverse patient effects were reported outside of the prolonged procedure. It was noted that system will be replaced at a later date. This product remains in service. According to additional information, this ICD was explanted and replaced with a new ICD. No additional adverse patient effects were reported.